Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a laparoscopic gastric bypass procedure. No issues were observed with the stapling during the procedure. A device component fell into the cavity of the patient. The next day, a leak (tightness) test was performed. The blue methylene came out in spurts showing a dehiscence had occurred. A reoperation was performed. Parenteral nutrition and a subsequent placement of an esophageal endoprosthesis was performed. The patient was feverish. The patients hospitalization time was extended. There was no patient injury.